Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were intermittently responsive. The customer stated they were attempting to correct their blood glucose when they noticed the issue. Customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported dropping the insulin pump previously. Troubleshooting could not occur because the buttons were unresponsive on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.